Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that they were working in the rain. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to flattened up, esc and act button dome switch. No button error alarm during testing. No moisture damage on the motherboard, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. Device received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.